Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-09207. Related manufacturer reference number 1627487-2019-09206. Related manufacturer reference number 1627487-2019-09208.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-09206. Related manufacturer reference number 1627487-2019-09207. Related manufacturer reference number 1627487-2019-09208. It was reported the patient was experiencing loss of pain relief. Surgical intervention took place to explant the patient's system. Surgery addressed the issue.